Event description:
A pump exchange was not performed, and the patient was listed for transplant. The patient did not experience any adverse event due the pump stop.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was going down a slide with their granddaughter when they experienced a low flow/no flow alarm and the pump was never restarted. Electrostatic discharge (esd) as well as driveline fracture were considered as possible causes. Log files were sent for review. The event log file captured an onset of low flow alarms, low speed advisory and pump off events on (B)(6) 2026 15:39 to 15:42. During this time frame the log file contained multiple low flow hazard events with flow readings as low as 0.0lpm. It was suspected that one of the electrical circuits in the pump was damaged. A pump exchange was recommended. There was a possibility of esd events occurring since the events happened when the patient was going down a slide. The patient was currently stable in the intensive care unit (ICU) not on pump support for 18 hours and on inotropes.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The patient was transplanted.